Event description:
Prior to left renal artery angioplasty with stent insertion procedure, radiology called to setup c-arm. Radiology to fire c-arm for placement. C-arm was not working. 30 mins delay in beginning procedure while replacement equipment located.